Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient had revision due to pain and osteolysis of the tibial tray and patella component.

Manufacturer narrative:
The patient had revision due to pain and osteolysis of the tibial tray and patella component. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.